Event description:
It was reported by the patient that the bolus calculator is not recognizing the decimal on their omnipod 5 ios app. The patient gave an example that if bolus amount is programmed for 1.1 units, the app changes it to 11 units. The event occurred due to the user set the device's region within the phone's settings (not the op5 ios app) to south africa, which utilizes a comma instead of a period as the decimal separator character for numbers. When the user tries to press on the decimal character (comma), nothing is entered into the calculator. No adverse event occurred and medical treatment was required as a result of the event.

Manufacturer narrative:
The event occurred due to the user set the device's region within the phone's settings (not the op5 ios app) to south africa, which utilizes a comma instead of a period as the decimal separator character for numbers. When the user tries to press on the decimal character (comma), nothing is entered into the calculator. CAPA-000183 has been opened to document the investigation, and field action res96945 has been implemented. No further post market lab investigation evaluation is required. Locked down smartphone: phone_control_ios. Omnipod software app version: 1.1.6. Smartphone operating system: 18.4. Smartphone hardware: iphone11.8. Cgm sensor type: g6. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.